Manufacturer narrative:
G4: 05mar2021. B4: 13mar2021. This noise was found during maintenance and did not delay the patient's treatment. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed that the blower required replacement. The asp replaced the blower assembly to resolve the issue, and the device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 17feb2021.

Event description:
It was reported to philips that the device was making an abnormal sound. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site.